Event description:
It was observed during the device inspection, the pink probe coating on the acoustic lens of the gastrovideoscope was damaged and missing a part. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to correct d9. The previous reported date of " returned to manufacturer october 11th, 2024" is being corrected to reflect the actual date of device return was october 2nd, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported suggested malfunction could not be established. ¿the event can be detected/prevented by following the instructions for use which state: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information - please read before use ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.